Event description:
It was reported that the bd primary gravity IV administration sets experienced connection issues. The following information was provided by the initial reporter: "the connections of this set seem to be especially prone to disconnections at all of the in-line luer lock connectors."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 20-jul-2022. H6: investigation summary a complaint of a set being easily disconnected was received from the customer.a sample of mx4336, two syringes, and 2 extension sets were returned for investigation. Through visual inspection, no defects or damages were noticed on the syringes or sets. The syringes were then connected to all smartsites and no connection issues were observed. The extension set was also attached to the sample of mx4336 and both were primed and infused with no issue. However, the sets were attempted to be disconnected and could not be. The male luer on mx4436 broke, and the set still could not be separated. A device history record review for model mx4436 lot number 22049328 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause was determined to be a use error. H3 other text : see h10.

Event description:
It was reported that the bd primary gravity IV administration sets experienced connection issues. The following information was provided by the initial reporter: "the connections of this set seem to be especially prone to disconnections at all of the in-line luer lock connectors."